Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading was 97 mg/dl, and the meter bg reading was 55 mg/dl. Reportedly, the customer inadvertently delivered a 4 unit bolus due to inaccurate cgm values, and subsequently went to the emergency room (ER) due to low vital signs. Customer¿s vitals and oxygen levels were checked, and customer had an electrocardiogram test to check heart rate. Customer was released from the ER 2 and a half hours later. Upon being released from the ER customer¿s blood glucose level was 150 mg/dl, and customer ¿was acting himself¿.